Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of laparoscopic sigmoidectomy, the anastomosis of the colon had heavy bleeding during t he stay in the hospital. There were no abnormalities noted during the procedure. There was also tissue damage as a result of the problem. The device's anvil could be tilted after firing and was not bent. Clipping was made to prevent a permanent impairment of a function. The or time was extended by more than 30 minutes. The patient incurred injury.